Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and the blood glucose value was 404 mg/dl at the time of the event. The customer's current blood glucose value was 404 mg/dl. The customer experienced no symptoms related to the high blood glucose event. The customer experienced a strong smell of insulin on the pump. The customer was treated with an insulin pump and manual injection/ insulin pen. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported high blood glucose event. The auto mode/smart guard feature was active at the time of the high bg event. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed displacement accuracy test (dat) with 0.0871 inches. Unit was successfully downloaded using thus. Unable to confirm bolus delivered due to data not covering event date in history files. No unexpected alarms/alert/anomalies noted during testing. Power loss alarm was found on (B)(6) 2023 21:28 in history file and traces. Unable to verify high bg's. Pump was cut open to perform visual inspection and found evidence of moisture damage on the force sensor. In addition, there is evidence of physical damage on pcb 2. The following were noted during visual inspection: scratched case, pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected alarms/alert/anomalies noted during testing, unable to verify high bgs, and passed functional testing. Harm reported is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.